Manufacturer narrative:
The investigation for the reported difficulty inserting/removing introducer has been completed. The introducer was returned for evaluation. According to the clinical, before beginning impella cp support the long peel away sheath could not be removed correctly so the physician was forced to cut the sheath. Product evaluation confirmed a sheath scoreline defect near the introducer hub. The cause of the mechanical introducer damage was a sheath scoreline split. Added- d9 device return date, h6 impact code 4641.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old male in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was that following impella cp implant, the peel-away sheath could not be removed naturally and had to be cut away. The repositioning sheath was subsequently placed for the planned support. There was no patient harm reported.